Manufacturer narrative:
The ams 700 flat reservoir was visually inspected and functionally tested. The reservoir shell has wear at fold; no leaks were found. The krt was worn to filament. There was a leak in the reservoir adapter strain relief krt junction; hole was present. Product analysis confirmed the reported events. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump and reservoir due to a crack on the reservoir connection tube. A patient outcome of stable was reported.